Event description:
An endurant ii stent graft was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that an angiogram performed at the end of the index procedure revealed a proximal type I endoleak and a type IV blushing endoleak. The physician performed balloon molding at the ends of all implanted stent grafts, as well as at the graft joints, without result. The physician then placed a palmaz stent at the proximal end of the endurant ii stent graft, which resolved the type I endoleak. The cause of the type I endoleak is unknown. The type IV endoleak remains. No further intervention is planned. No clinical sequelae were reported and the patient was reported to be fine.

Manufacturer narrative:
(B)(4). Evaluation results, conclusion: endoleak; unknown cause of endoleak.